Event description:
Purge line, one-way valve off the outlet of the quadrox-I leading to our manifold was reversed, not allowing flow to go the correct way.

Manufacturer narrative:
After speaking with the hospital it is believed that the one way valve was assembled in the line correctly, but the line was assembled to the oxygenator and manifold in reverse. The hospital will use the remaining kits from this lot. To eliminate this for future builds, an assembly check and sign off has been designated in to our process for future builds. Operators have been informed of this error and retrained in the assembly and inspection of this line. (B)(4).